Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported 23062 error was confirmed but not replicated during in-house testing. In lighthouse, the 23062 error was found, indicating a failure on the wrist yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed, and the unit passed the system test. After installing on sftp and running the fitness test, the unit failed the verify encoder cal - wp, wy, ro, and grip (wrist_pitch_max_abs_ptec, wrist_pitch_max_nonlinearity, and grip_max_abs_ptec), hand presence sensor verification (max_return_rate and min_return_rate), and gravity balance test post sine cycle - sh (min_margin and max_imbalance). After running calibrations, the mentioned tests passed. A 1-hour slow-speed sine cycle on the wrist yaw axis was performed and passed. The 23062 error was not observed during sftp testing. As a result of this investigation, failure analysis has concluded that the wrist yaw motor and the slip ring were found to be the probable root causes of the reported event.

Event description:
It was reported that the operating room staff called during a procedure to report issues with the left hand controller being repeatedly disabled. The technical support engineer was unable to view the error in the system logs. The caller reported a 23062 error related to console 2 master tool manipulator left (mtml). The technical support engineer recommended performing a system power cycle and emergency power off (epo) of the console, but the caller was in the middle of the procedure. The caller mentioned having a resident surgeon at console 1, and the technical support engineer suggested moving the primary surgeon to console 1. The customer continued the procedure using console 1. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the issue is due to an issue with the wrist yaw motor and slipring in the mtm. This can be resolved by contacting isi and having the fse service the system.